Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies were found; full lead was returned and analyzed. Blood/body fluid was found in/on the helix mechanism.

Event description:
It was reported that during the implant attempt, there was noise on the distal electrode. The lead was not implanted. No patient complications have been reported as a result of this event.